Manufacturer narrative:
Treatment start date was unknown. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint can be verified. An e8 power interrupt error was found in the history. The acid of the double layer capacitor (goldcap) has leaked out and this defect caused an unintended shut down of the insulin pump. After the restart, the pump triggered correctly an e8 error message. The battery cover passed the optical inspection.

Event description:
On (B)(6) 2013, patient reported the display went blank and the infusion device shut-down without providing an alert/error. He inserted a new alkaline battery, and the infusion device would not turn on. The battery cover was new, and the infusion device had not been dropped. The same thing occurred about 6 weeks ago, but the infusion device powered on with a new battery. The infusion device, battery, and battery cover were requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare representative or second party to address the issue.